Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of evacuated container bottles in a case were broken. The customer did not open the case to see how many bottles were broken, but could hear them rattling inside. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One case (six units) was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that one unit was broken. The reported condition was verified. A shipping investigation was performed by the memphis global logistics center (mglc). Per the evaluation summary from mglc, it is probable that the damage occurred in-transit along the distribution path. However, no definitive assignable cause was determined. Should additional relevant information become available, a supplemental report will be submitted.